Event description:
The customer alleges that the electrodes did not have good skin contact and were used unsuccessfully to obtain even a flat line rhythm. The customer alleges the monitor did not recognize the electrodes and read "leads not hooked up."